Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that feed was leaking from the extension set tubing. The issue was discovered when the extension set was donned before going to the patient's room.